Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via telephone call that the customer's blood glucose had been running high. The blood glucose reading was 400 mg/dl. The customer treated with a manual injection. The caller stated he would call back with a tubing clamp to continue troubleshooting. The insulin pump was not replaced or returned at this time.